Manufacturer narrative:
Upon review of the image/header examples, the centricity workstation is correctly displaying the dicom header information that is received from the sending modality (modality is philips x-ray equipment). Software updated to increase the visibility of image orientation marker with square border and provide two additional markers on north and west sides of the images. The upgrade also contains the following changes to help prevent orientation markers not being visible. Image orientation marker size has been increased. A border around the marker has been added to make it more evident. Two additional markers have been added to the top and left side of the viewport. An icon was added to identify when an image is displayed different from how it was originally acquired. Auto flip configuration has been removed. A "?" Display replaces the "no header info" dialogue when no information is being received from the modality. (B)(4).

Event description:
The reported issue is related to the "?" And size of the new markers presented to the end user after applying upgrade. There was no reported patient injury associated with this event.